Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot p4c0806); sigphandle sig power sigphandle handle, (serial unknown); sigpshell sig power sigpshell control shell, (serial unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cardiatric gastrectomy, in esophagectomy, the device stopped firing halfway. To resolve the issue, a new reload of the same type was used with the same adapter and handle. There was no patient injury.